Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) due to hyperglycemia and nausea. The patient's blood glucose levels reached 600 mg/dl while wearing the pod. Despite a follow up attempt to obtain additional details of medical event, patient was not will to provide any further information.